Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No rf pic failed self-test alarm noted. The insulin pump was monitored for three days and no unexpected low battery alert alarms or rf pic failed self-test alarms occurred during testing. The insulin pump was received with partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window, and cracked reservoir tube window corner.

Event description:
It was reported via phone call that the insulin pump was alarming and then screen went black. The customer's blood glucose was 113mg/dl. Assisted customer with self-test and it failed. Customer also reported a low battery, battery was changed. Advise customer to monitor the insulin pump and call if problem recurs. Customer agreed to return insulin pump for analysis.